Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging she received inaccurate high blood glucose readings on her onetouch ultramini meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient alleged she was getting inaccurately high blood glucose values compared to her normal readings but could not recall when this alleged issue first began. The patient did reportedly received readings in the "300 and 400's" on (B)(6) 2011 where her "normal blood glucose readings are in the "200's mg/dl" range. The patient informed the mss that she tests her blood glucose 3-4 times per day and takes a combination of pills and a fixed amount of insulin to manage her diabetes. The patient denied making any changes to her medications as a result of the alleged issue and continued to take them as normal. At an unknown date and time the patient claimed she felt nauseous, light-headed and was sweating." She reported that she self-treated by drinking lots of liquids however the symptoms continued after the alleged product issue. The patient reported that on (B)(6) 2011 when she received the alleged high readings, she felt symptomatic, like she was going to "pass out." The patient stated that she lay down and felt better two and a half hours later. The patient stated her blood glucose readings were "300 and 400's mg/dl" on this day. She reportedly went to see her doctor the following day due to her meter readings and symptoms. She could not recall if the doctor tested her blood glucose at the office and denied receiving any treatment by her doctor, but claimed that the doctor reduced her fixed amounts of lantus insulin from 12 units to 10 and humulin 100 insulin from 12 units to 6 units. At the time of troubleshooting, the cca noted that the subject meter was coded incorrectly and the patient did not have any control solution to check the subject meter and test strips. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The prescribed treatment given by her health care professional of a lower dose of insulin suggests that her blood glucose readings were lower than what the subject meter reported.